Manufacturer narrative:
Adverse event <(>&<)> product problem should have been selected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient didn't feel stimulation anymore and they were unable to increase the intensity as they received the settings not available screen; there was a loss of therapy in their lower back and legs. The patient said that they had noticed that once in a while they have experienced a "zinging" sensation (the patient clarified it was not painful) when they had been driving. The patient also reported that it seemed like the wire was a bit closer to their skin now as well. The patient said they kept the ins charged up and had unplugged the controller and tried again. The patient noted that they walk a lot for their job. An email was sent to a local rep who said they were setting up an appointment with the patient. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They stated the leads were explanted on (B)(6) 2019, and are in the process of being returned. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) was received via a manufacture representative (rep) reported it was determined through use of fluro that it appeared both of the patient¿s leads had kink or fracture in them. It was also determined the patient had high impedance on 12 of 16 contacts. The patient did not report falling or any trauma that would have caused the stimulator to stop working. The rep noted that the steps taken to resolve the loss of stimulation, loss of therapy, settings not available message, zinging sensation, and the wire being closer to the patient¿s skin was initially the rep attempted to reprogram the settings to her stimulation therapy to return. However, 12 out of 16 contacts had impedance greater than 40 ,000. The rep noted then images were taken of her leads and battery via fluro. The rep noted the loss of stimulation, loss of therapy, settings not available message, zinging sensation, and the wire being closer to the patient¿s skin was not resolved at the time of the report. The hcp¿s office was currently getting authorization from the patient¿s insurance for replacement surgery. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported if it was recommended that the lead and implantable neurostimulator (ins) be returned for analysis they would make sure to send them back following the patient¿s replacement surgery. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported the patient had recently moved, with changes to insurance. The rep noted a different rep in the area was working with her to set up an appointment up with a new healthcare professional (hcp). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the device stopped working. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
(B)(4). Date is approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported they would be seeing the patient with her new pain physician on (B)(6). There were no further complications that have been reported as a result of this event.